Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8835 serial# unknown product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication (unknown concentration and dose) via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. The date of the event was (B)(6) 2017. It was reported the incorrect refill date displayed on the personal therapy manager (ptm). The ptm was used after the most recent refill. Due to the patient¿s fibromyalgia they dropped the ptm. When the ptm was on, it was showing a date of (B)(6) 2017. The patient thought that the nurse told them the refill date should be the (B)(6) 2017, but was not sure. The patient did not recall there being a date there before. The patient was worried there was something wrong with their pump. The patient was to follow up with the healthcare provider. No symptoms were reported. No further complications were reported/anticipated.